Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables, damaged connector) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The electrode belt was unable to communicate with a monitor the cause for the failure was isolated to open blue (can l) wire and red (can h) wires in the trunk cable. The trunk cable connector was cracked. The root cause for the open wires and damaged connector was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt had damaged cables.